Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) monitor screen does not work. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields-b4, d8, d9, e3, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The service was cancelled. The investigation will be reopened and processed accordingly if any further information is provided.

Event description:
N/a